Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: 9735762 , software version: 2.1.0 h3, h6: the system was serviced in the field and no failure was found.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a cranial resection procedure. It was reported that the site felt inaccuracy during a the case. The magnetic resonance imaging (mr) scan was pretty lopsided from a head holder, so they were unable to get a good trace. There was a registration inaccuracy.  No further info available at time of call. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
H2) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported e vent. The logs and archives were reviewed. The provided logs were not extracted properly as they did not contain stealthapplication log folder. Archive had 1-mr exam with 192 slices (spacing thickness 1.00 mm). The analyst observed from the archive that, multiple registrations were attempted with different-different accuracies. From all the attempts observed that, very less trace points were collected and around 50% of traced points were under the skin, might be due to the loose skin of the patient and site applied the excessive pressure while collecting the trace points. The 3d model of the patient seemed flat from both the side left and right near the ears, might be due the head holder was very tight, because of that, it seemed the tracing points were also not collected in that region. The analyst suspected the tracing pattern might have caused the issue in passing the registration as well as the inaccuracy issue too as the skin of the patient looked quite loose and lot of traced points were under the skin. The analyst suggested to allow more anatomy to register on and trace the points in the suggested blue area and avoid applying excess pressure while tracing so that points do not sink below the surface of the model. Codes: b01, c19, d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.